Manufacturer narrative:
Analysis of the device logs did not indicate a malfunction occurred and did indicate that the device functioned as intended. The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted resmed reference #: (B)(4). Device has not been returned to resmed.

Event description:
It was reported to resmed that a patient expired while in spontaneous/timed mode on a stellar 150 in the hospital. It was reported the device screen displayed tidal volume 35-36ml, minute ventilation 0.5 l/min and alarmed low ventilation prior to expiration of the patient. No allegation of a malfunction was reported.

Manufacturer narrative:
The stellar device was not returned to resmed for an investigation. Review of the device data logs did not indicate a malfunction occurred. The investigation determined that there was no fault found with the device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed that a patient expired while in spontaneous/timed mode on a stellar 150 in the hospital. It was reported the device screen displayed tidal volume 35-36ml, minute ventilation 0.5 l/min and alarmed low ventilation prior to expiration of the patient. No allegation of a device malfunction was reported.